Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion. Drug: 5fu (source (B)(4)). Filling and priming with glucose 5% performed. Clamp was open, huber needle in correct position.

Manufacturer narrative:
(B)(4). No device available for investigation. Nevertheless we have informed our production site accordingly. A follow-up report will be provided after the statement from the production site is available.